Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a hole was noted in the rv seal plug. The hole was determined to be induced in the field. The noise on the ventricular channel was determined to be due to the hole and was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant procedure there was oversensing of noise on the right ventricular (rv) rate sense channel even after re-connecting the lead to the implantable cardioverter defibrillator (ICD). Electrograms were sent into boston scientific technical services (ts) for review and noted that it presented consistent with air bubbles leaking from the seal plug in the header. Subsequently the physician opted to implant a new ICD. This device was attempted and not implanted. No adverse patient effects were reported.